Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-1004971. It was reported that a patient presented for a right atrial leadless pacemaker (lp) explant procedure. Patient had complained about chest pain possibly related to premature ventricular contractions or high capture thresholds. During the explant, the tri-loop snare detached from the retrieval catheter. The snare was successfully retrieved, but the rest of the procedure was aborted and the lp remained implanted. Patient was stable.